Manufacturer narrative:
This report is submitted on 7 september 2020.

Manufacturer narrative:
This report is submitted on 15 july, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with topical antibiotics (date and duration not reported), followed by the extrusion of the receiver/stimulator. The device was explanted (B)(6) 2020 . Patient was reimplanted with a new device during the same surgery.